Manufacturer narrative:
An evaluation of the device cannot be performed as the device was was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
It was reported that the patient suffered a periprosthetic femur fracture. The stem and head were removed and replaced with a restoration modular cone conical stem and body. The stem was a 195mmx16mm and the proximal cone body was 21mm x+30.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
It was reported that the patient suffered a periprosthetic femur fracture. The stem and head were removed and replaced with a restoration modular cone conical stem and body. The stem was a 195mmx16mm and the proximal cone body was 21mm x+30.